Event description:
It was reported by this site that incorrect radiotherapy treatment occurred because of user misinterpretation of output data provided by ge advantage sim. The shift coordinates are given in millimeters in the report generated by advantage sim, but they are required to be entered in centimeters in the non-ge varian accelerators. The direction of the coordinates may have also been misinterpreted.